Event description:
It was reported that the right ventricular lead threshold and left ventricular lead threshold had both increased over the past 10 months. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.